Event description:
It was reported that the lead exhibited 200 ohms impedance in the unipolar and bipolar configurations. A pacing failure was also noted at 7.5 v. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded and the sensing coil was exposed between 22.0 cm - 26.5 cm from the connector pin. A small hole found in the distal insulation at 23.5 cm from the connector pin could cause a short circuit between the proximal and distal coils reulting in low lead impedance and pacing failure.